Event description:
It was reported that the user experienced repeated alert 38 related to consecutive stalled motor events after a supply change, and an ¿unable to proceed¿ message when attempting to start the change cartridge and tubing process. A damaged connector was later discovered during the troubleshooting process. No clinical symptoms were reported, and blood glucose remained stable. Outcomes included no medical intervention, no hospitalization, and resolution after troubleshooting. Customer care provided guided troubleshooting, pump restart, a dry run that was successful, and inspection of infusion components. Investigation of this case revealed a bent needle in the connector causing resistance that interfered with pumping and setup, which was resolved by replacing the connector and completing the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user technique and component handling leading to a damaged connector.